Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a broken sensor wire and an adverse event. Date of event is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they peeled off the sensor from her abdomen on (B)(6) 2017 and didn't see the sensor wire on the sensor adhesive patch and that the sensor broke in their skin. The next day, the patient felt a bump forming at the sensor insertion site and stated that it looked a little red. On (B)(6) 2017, the patient noticed a full pump and bruising at the sensor insertion site and made an appointment with the doctor. The patient saw the doctor on (B)(6) 2017 and stated that the doctor used an alcohol pad with betadine to push in the stomach area and it was indicated that the sensor wire worked its way out. At the time of contact, the patient was feeling sore and numb in the affected area. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.